Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
Patient underwent a left partial knee revision surgery due to unknown reasons approximately two years post implantation.